Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed that the enclosure was cracked near the drain fitting. This was causing a leak. Both covers were also marked and scratched. The line cord was worn, and the pole clamp was stained. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (leaking) was confirmed during testing. The product problem occurred because of the cracked enclosure near the drain fitting. This problem was attributed to the user. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Damage to the device by the user was established as the root cause. A root cause was not established. The enclosure was replaced in order to correct the product problem.

Event description:
Information was received indicating that during set up of a smiths medical level 1® hotline® blood and fluid warmer leaking was noted. There were no reported alarms or patient injury.